Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the mildly calcification and 80% stenotic proximal right coronary artery. The physician advanced the 4.0x12mm quantum maverick balloon to the lesion and inflated the balloon to 21 atms to post dilate a liberate stent. The balloon ruptured after being inflated for five seconds. The device was removed from the patient intact. The procedure was successfully completed with a maverick balloon. Patient status is listed as "good".

Manufacturer narrative:
.